Manufacturer narrative:
Cylinders and pump: product investigation completed. The ipp was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was consistent with explant; the identified fluid leak will not be considered a probable cause for this event as it is a secondary failure. The other cylinder had multiple holes due to fold wear. The pump was not functionally tested due to the cylinder failure. The product analysis confirmed the allegation of cylinder fluid loss. On the results of this investigation, no escalation is required. Reservoir: product investigation completed. The reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a leak in one of the cylinders. During the procedure all components were removed and replaced. The patient was said to be good after the procedure. It was further reported that the patient experienced mechanical issues with a nine year old ipp due to the leak leading to the procedure. The patient did not experience any adverse events. Product investigation completed. The ipp was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was consistent with explant; the identified fluid leak will not be considered a probable cause for this event as it is a secondary failure. The other cylinder had multiple holes due to fold wear. The pump was not functionally tested due to the cylinder failure. The reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a leak in one of the cylinders. During the procedure all components were removed and replaced. The patient was said to be good after the procedure. It was further reported that the patient experienced mechanical issues with a nine year old ipp due to the leak leading to the procedure. The patient did not experience any adverse events.